Event description:
It was reported that, during an in-clinic follow-up, the right ventricular (rv) lead was found to be dislodged, which resulted in high pacing impedance values. The suspected cause of the dislodgement was patient factors and inadequate helix fixation. The rv lead was explanted and replaced to resolve the event.